Event description:
"During the procedure of selective angiography when the contrast was introduced, the outflow of contrast was detected at the end part of suspect device. Physician decided to remove the microcatheter and afterwards he noticed that there was a fracture (crack) on the side wall of microcatheter. Physician used another microcatheter and finished the procedure successfully."